Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #: 1627487-2018-01821. It was reported that the patient developed a benign tumor in his back. Allegedly, the patient's physician believes that the stimulation caused him to have a benign tumor in his back. As a result, surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2 - reference MFR report #: 1627487-2018-01821. Follow up revealed that patient's t12 drg lead had moved back into the center of the epidural space. The patent underwent surgical intervention wherein the t12 drg lead was replaced and a l2 lead was also implanted. Reportedly, effective therapy was restored post operatively.